Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the low voltage lead had failed to capture. The lead was not used, and the procedure was not continued. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.